Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device would not compress the reservoir and would not forward the insulin through the tubing. The customer's blood glucose level at the time of incident was 165mg/dl. The customer states they had gone through 3 infusion sets. The customer was advised to change out their infusion set. The issue was resolved. The customer declined to return set for analysis.